Event description:
The ptfe pad of the subject device was deformed by a laparoscopic sigma operation after two minutes time of use. The physician replaced the subject device with the similar device. The procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.